Event description:
The account alleged the side rail will not latch in the up position. No injury reported.

Manufacturer narrative:
The tech replaced the side rail bracket and center arm assembly to resolve the issue.